Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of insulin pump did not always respond first time. Customer stated that piece chipped off near the reservoir area. Customer stated that when rewinding the insulin pump should be finished rewinding and motor was still humming as it was almost working. Customer also stated that insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.